Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 2nd november, 2020 getinge became aware of an issue with one of maquet sas devices. As it was stated, device's handle broke off. There was no injury reported, however, we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The purpose of this submission is to provide a correction of brand name included in #d1 section. This is based on the additional information provided by sales and service unit. Corrected data #d1. Previous brand name: surgical light. Corrected brand name: single screen holder. Getinge became aware of an issue with single screen support device. As it was stated, device's handle broke off. There was no injury reported, however, we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the device did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. Unfortunately, manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.